Event description:
It was reported that the piece of tubing slipped out of the luer lock before use.

Manufacturer narrative:
Evaluation: customer report was confirmed. Rec'd (1) double dpt - vamp adult kit in open original package. Kit was not used. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.